Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded keypad traces. No alarms, unexpected audio/beep, or missing the black o-ring in reservoir noted. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window corners, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed b and the device also had cosmetic damage. Customer's blood glucose was 256 mg/dl. The device had damage on the reservoir compartment it had a crack and the o-ring was coming out. According to the customer the damage may have occurred while she was inserting or taking out the reservoir. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for further analysis. Customer's blood glucose was in the 300 mg/dl range.